Event description:
It was observed during inspection of the device, the deflectable videoscope had deterioration of the objective lenses gluing with missing parts. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that either chemical stress was applied to the device or the device was exposed to heat during disinfecting or sterilizing, leading to the 'deterioration of distal end glue' malfunction. The user can detect the event by handling the device according to the following instructions for use (IFU): operation manual_ inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Operation manual_ important information ¿ please read before use reprocessing manual_ compatible reprocessing methods and chemical agents_ compatibility summary precaution: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Olympus will continue to monitor field performance for this device.